Manufacturer narrative:
Correction information: the initial medwatch report indicates: lifepak(r) 20e defibrillator/monitor. The initial medwatch report should indicate: lifepak(r) 20 defibrillator/monitor. Follow-up information: physio-control evaluated the removed therapy pcb assembly. The likely root cause was determined to be due to a shorted high voltage diode, designator cr44 on the therapy pcb assembly. This diode, designator cr44 being shorted, likely caused high voltage diode, designator cr30 on the therapy pcb assembly to become shorted from pin 1 to 9.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device would not complete a defibrillation energy charge cycle when they tested the device. During device evaluation, physio observed that the device had logged multiple event codes into its memory. It was also observed that the device would not charge defibrillation energy; it would prompt 'disarming' in the display, and it would not be possible to provide a defibrillation shock. There was no patient use associated with the reported event.